Event description:
The catheter tip "failed" upon reinsertion into the body after removal for change to ept and reinsertion for ablation with smart ablate system. Smart ablate workstation alarmed and showed a warning for the catheter tip. Catheter was removed from the patient, the smart ablate system was shut down and then rebooted per the manufacturer rep. A new catheter was used for the remainder of the case without further incident. There was no known patient harm.